Event description:
The pump was returned to the manufacturer for analysis and disposal after an implant duration of approximately 46 months due to "battery depletion." The infusion pump was programmed to deliver morphine/bupivicaine 50mg/ml@12mg/day for patient management of chronic pain. No patient symptoms, or device alarms and/or troubleshooting were reported prior to explant surgery. The patient was implanted with a new synchromed ii pump.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.